Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure causing a needle stick injury post use. The following information was provided by the initial reporter. The customer stated: "safety device engaged after venous blood draw. Pst heard audible "click". Pst accidentally dragged needle down left index finger. Tip of needle was still exposed drawing blood from the scrape."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, 30 retention samples from bd inventory were evaluated by visual functional testing for proper activation and the issue relating to defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode of defective locking mechanism, bd has initiated further root cause investigation relating to the issue of defective locking mechanism through CAPA#: 1465371.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure causing a needle stick injury post use. The following information was provided by the initial reporter. The customer stated: "safety device engaged after venous blood draw. Pst heard audible "click". Pst accidentally dragged needle down left index finger. Tip of needle was still exposed drawing blood from the scrape."